Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker failure to interrogate via radio frequency and premature battery depletion. No intervention was performed and the pacemaker was pending explant. Patient condition was stable and the patient would continue to be monitored.